Manufacturer narrative:
The lot was manufactured from february 07, 2022 - february 08, 2022. The device was received for evaluation containing an unspecified fluid in the bladder. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. The bladder was found to be in normal condition; however, leak was observed inside a bag that contained the sample. When the device was removed from the bag, the cause of the fluid was found to be a slightly untightened red luer cap. The red luer cap is not a baxter product. A functional leak test was performed by filling the device with green colored water and manually tightening the red winged luer cap. After fill and prime, no signs of a leak were observed from the device. The inside of the housing was observed to be dry. No evidence of fluid was found inside the housing. The product label (IFU, instructions for use) indicates the blue winged luer cap should be securely connected to the device after filling and priming. The reported condition was not verified. The cause of the condition was due to a non-baxter product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that balloon of large volume folfusor was punctured. It was further reported that the unspecified medication came out of the balloon and must have been broken because the liquid was coming out. This was observed prior to patient use. There was no patient involvement. No additional information is available.